Event description:
On 2025-jul-18 mpxr 1325494 (rep, hcp): it was reported that the patient was undergoing a full system explant due to an infection. No additional information regarding environmental factors, diagnostics, or troubleshooting was provided despite inquiries. Surgical intervention was performed to remove the entire system. The issue remains unresolved, and no further information is available from the healthcare professional.

Manufacturer narrative:
Continuation of d10: product ID b3300533 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 product type extension product ID b32000 lot# 082m32424 implanted: (B)(6) 2025 product type accessory product ID b31000 lot# 082t06424a implanted: (B)(6) 2025 product type accessory product ID b3300533m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: (B)(6), ubd: 14-nov-2026, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 27-mar-2027, UDI#: (B)(4) ; product ID: b32000, serial/lot #: (B)(6), ubd: 19-nov-2026, UDI#: (B)(4) ; product ID: b31000, serial/lot #: (B)(6), ubd: 04-mar-2026, UDI#: (B)(4) ; product ID: b3300533m, serial/lot #: (B)(6), ubd: 07-feb-2027, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 08-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp). Hcp reported that infection was first observed on (B)(6) 2025 and device was explanted on (B)(6) 2025. Hcp reported that infection resolved after 4 weeks of antibiotics.

Manufacturer narrative:
Continuation of d10: product ID b3300533 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 product type extension product ID b32000 lot# 082m32424 implanted: (B)(6) 2025 product type accessory product ID b31000 lot# 082t06424a implanted: (B)(6) 2025 product type accessory product ID b3300533m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.